Event description:
The pt underwent an interventional procedure. The physician attempted arteriotomy closure with the closer tsl 6fr. Device. The device was inserted without issue. The physician deployed the device. The plunger was pulled back about one cm below the white plastic part and stalled. The physician performed a blunt dissection down to the needle exit port and cut the sutures. The physician removed the plunger and parked the foot. The device was removed and an 8fr sheath was inserted. The pt recovered without further incident. The device was visually inspected in the cath lab. The suture appeared jammed in the suture port of the guide and the sheath was kinked immediately below the crimp ring.